Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the patient was upset because their ins had a dead battery. Patient stated that they paid cash to have a new ins put in on (B)(6) 2014 and they are disappointed that the ins reached eos. The patient was upset that the ins battery did not last longer and thought the ins was supposed to last for 9 years and not 2 years. The patient alleged that the manufacturer representative gave the healthcare provider the wrong battery on the day of the surgery because the device did not last for 9 years. No further complications are anticipated.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that he had slowly begun having a return of pain so he checked patient programmer, which indicated eos. The patient had worsened. The patient stated his previous ins lasted longer so he was not expecting this one to be as short as it was. The patient was redirected to their healthcare provider and the patient stated he had an appointment with the hcp (B)(6) 2017.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implanted neurostimulator (ins) for spinal pain. It was reported the patient had a gradual return of symptoms; they had pain in the leg and low back for the past 1.5 weeks. An eos (end of service) message was seen (B)(6) 2017 and the device was off/disabled and no longer providing therapy. The patient was expected the device to last 9 years, and patient services explained that longevity for rechargeable devices is 9 years, however longevity for non-rechargeable was dependent on power usage of the patient and suggested the patient contact their hcp to have the battery tested and send device back to the manufacturer if they felt there was a malfunction. The patient was trying to reach their doctor.

Event description:
Additional information was received from a consumer. It was reported that their doctor had been notified. The patient has an appointment on feb 7th at their office. The patient's back and leg pain are very bad. The patient stated that they had done nothing different to reach eos. Nothing has been done yet to resolve the issue, except make an appointment. The patient would like to get this fixed as soon as possible.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. It was reported that patient repeated that they had a follow-up letter. The patient stated their weight and asked a question regarding eos. The patient stated that the device was faulty and is looking for someone to take care of it. The patient was angry. Patient relations will be in contact with the patient. No further complications were reported or anticipated.